Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 99% stenosed, 12x3.0mm, eccentric and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion contained between a 45 and 95 degree bend. After a non-bsc guide catheter and a non-bsc guide wire crossed the lesion, predilation was performed with a 2.5x20mm non-bsc balloon catheter, leaving 50% residual stenosis in the lesion. A 16 x 3.00mm rebel stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.